Event description:
It was reported that: slight oozing from lfa site post deployment. Angiogram revealed small extravasation from the left femoral artery. Site was treated for one minute with a balloon(7x40x135) to achieve hemostasis. Additional information: micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 7.4mm with no reported calcification or tortuosity. Measured depth for the manta was 5.1=6cm. Systolic blood pressure was 101mmhg and act was 348 prior to closure.10k units of heparin and 110mg of protamine were administered during the procedure. Time to hemostasis was 10 minutes. Late that evening the patient was brought back to the cath lab for a covered stent as they had a bleed from the closure site on mobilization. The patient had no known adverse issues from the event.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi/teleflex indicating a central positioned access with a low bifurcation. Extravasation proximal to the radiopaque lock. Balloon angioplasty applied resolving extravasation. A stent was placed at the access site. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed-an 80-year-old female patient presented in the or for a tavr procedure. A centrally positioned access was gained utilizing ultrasound guidance with a micropuncture kit. The arteriotomy was 7.4mm, clear of calcification and tortuosity, with a measured deployment depth of 5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Proceeding the tavr, activating clotting time (act) was 238, heparin and protamin were administered and the 18f manta was deployed to the measured depth in the left common femoral artery. Following deployment, slight oozing was present, and a post-angiogram indicated extravasation at the access site. Balloon angioplasty was inflated for one minute to resolve the bleeding, achieving hemostasis. Slight post-recovery bleeding may have occurred due to the collagen requiring time to clot to create a seal. Balloon inflations are a clinically accepted therapy to remediate the bleeding/oozing and do not indicate device failure. The total time to hemostasis was approximately ten minutes. Later that evening, while the patient was in the unit, the patient started bleeding from the access site when she got up from bedrest. The patient was transferred back to the or for a stent placement. The device was not returned for investigation. There is believed to be no device failure as hemostasis was achieved at the access site at the time of the procedure. Post-procedural bleeding/oozing is a common occurrence following any closure device deployment due to ambulation. The post-procedure bleeding is likely due to the dislodging of the manta device. The dislodging occurred because the patient attempted to get out of bed and began moving against the standard procedure for ambulation. Therefore, the root cause of the post-procedure rebleed is likely due to not following post-procedure patient care activities as indicated in the post- procedure care guide which lists activities the patient should avoid vigorous activity or straining. The instructions for use was reviewed and identified other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular I ntervention as an adverse event. There appeared to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: slight oozing from lfa site post deployment. Angiogram revealed small extravasation from the left femoral artery. Site was treated for one minute with a balloon(7x40x135) to achieve hemostasis. Additional information: micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 7.4mm with no reported calcification or tortuosity. Measured depth for the manta was 5.1=6cm. Systolic blood pressure was 101mmhg and act was 348 prior to closure.10k units of heparin and 110mg of protamine were administered during the procedure. Time to hemostasis was 10 minutes. Late that evening the patient was brought back to the cath lab for a covered stent as they had a bleed from the closure site on mobilization. The patient had no known adverse issues from the event.